Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs at initial power on self test. We suspect this advisory occurred during intial setup because to port cap was still applied and is not related to device mafunction. The device was put through extensive testing including o2 compressor check, exhalation back up and autocal valve testing without duplicating a malfunction. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a 19-year-old female patient, the device displayed a "compressor failure -1001" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.